Manufacturer narrative:
Zimvie complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
Per indicated: patient presents for post op and says pouch has formed in his cheek and the implant site. Symptoms as a result of the event: infection, abscess pain surgical/medical intervention required for permanent damage: antibiotics and debridement additional appointment required: yes, new implant was the procedure completed using another implant or another device? No site grafted: allograft placed prior to implant placement. Bone density type: unknown.